Event description:
It was reported that during injection the patient end broke with a bd pen ndl 31ga 5mm 14bag 700cas jp. The following information was provided by the initial reporter, translated from japanese to english: the wife of the patient reported that the needle pe broke during injection. The broken needle may remain in the body.

Manufacturer narrative:
H.6. Investigation summary: two open 31g x 5mm pen needle samples and eight photos were returned from lot. No. 8331971, cat. No. 320129. Visual examination was carried out on the returned samples and photos and a broken patient end of cannula was observed on one sample. An indentation mark on the hub was also observed. No issues were observed with the second sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this defect is misalignment of the shield to the hub at the shielding station. CAPA 290556 was raised to address this issue. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection the patient end broke with a bd pen ndl 31ga 5mm 14bag 700cas jp. The following information was provided by the initial reporter, translated from (B)(6) to english: the wife of the patient reported that the needle pe broke during injection. The broken needle may remain in the body.